Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline vantage had some narrowing at the mid section and then became locked up in the catheter after repeated attempts to resheath. The patient was being treated for a blister-like ruptured aneurysm with a max diameter of 3mm. The neck diameter was 4mm. The distal landing zone was 3.8mm. The proximal landing zone was measured 5.2, follow-up required for exact proximal landing diameter. Vessel tortuosity was severe. Flow diversion treatment. The access vessel was the right internal carotid artery (ica) with a diameter of 5.2mm proximal. The devices were prepared as according to the instructions for use (IFU).  Distal end of vantage deployed satisfactorily, mid section some narrowing of stent, then re-sheathed 5-6 times and stent was attempted to be re-sheathed final time approximately 5mm from pnr marker, acute bend in ica proximal to ophthalmic and at this attempt the microcatheter was unable to be advanced over the device and clinician felt it was completely locked. The device and microcatheter were removed through the guide catheter without issue. The catheter resistance was in the distal section. New microcatheter used, and 2 x pipeline shield devices deployed with out issue. The physician released the load in the system in a attempt to resolve the issue. The catheter was flushed continuously with heparinized saline. Movement occurred during placement. Difficult placement and positioning. There was not multiple devices being used movement occurred. There was no friction during delivery or positioning. The pipeline was not implanted at the intended location. The pipeline did not miss the landing zone. The device  jumped during deployment. The pipeline was placed at lest 3mm past the aneurysm neck on each side. Side branches were covered by the pipeline. The pcom/ophthalmic branches were coved. The tip of the catheter did not move during deployment. Second & third flow diversion stents opened well, no issues. Dual antiplatelet treatment was administered. No symptoms were reported.

Event description:
Additional information received reported the pipeline was in a straight segment of the vessel. No addition steps were taken to open the pipeline. The device could not be re-sheathed, so it was not fully deployed and therefore there were no additional steps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.